Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5060247/5060614. Product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(6) , batch: 7031380. Product family: scs-lead fixation upn: m365sc43180, model: sc-4318, batch: 23254106.

Event description:
It was reported that the patient was experiencing pain at the implant site between the rib and iliac crest. The patient underwent a spinal cord stimulator (scs) system explant procedure. No further information could be obtained despite good faith efforts.